Event description:
The core universal driver was sent for service and it displayed a bias current error during testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
During the visual examination, a number of internal components were found to be worn including the flexes.